Event description:
The report printing was reported to be incomplete at every device follow-up since implantation ((B)(6) 2008 and (B)(6) 2009). All these events occurred with the same programmer in the hospital and the condition was similar with saved patient files.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. Results and conclusions (no conclusion can be drawn): no explanation could be found for the generic printing errors that have occurred over follow-up. A programmer hardware issue is the most probable hypothesis. Conclusion: print errors observed on (B)(6) 2008 resulted from paper alimentation issue. Nevertheless, no explanation could be found for the printing errors that have occurred during later follow-up. A programmer hardware issue is the most probable hypothesis, therefore, the programmer involved in this complaint should be returned to after sales services for rework.